Event description:
7221b - manual charge times 16.76, 15.93, 12.58 sec despite monthly auto cap. Charge time out. 6917 x 2 - inappropriate therapy, oversensing

Event description:
Manual charge time 16.76, 15.93, 12.58 sec despite monthly auto cap. Charge time out. Leads inappropriate therapy, oversensing.